Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the surgeon wanted to reposition the mobi-c implant and the superior end plate disengaged from the inserter. A second implant was opened to complete the case since the original implant was damaged. Surgery was delayed for 10 minutes to remove and replace the mobi-c implant. There are no reports of adverse events or patient impact.

Event description:
It was reported that the surgeon wanted to reposition the mobi-c implant and the superior end plate disengaged from the inserter. A second implant was opened to complete the case since the original implant was damaged. Surgery was delayed for 10 minutes to remove and replace the mobi-c implant. There are no reports of adverse events or patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.